Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury in the previous report section b5 was incorrect, it should have been reported as : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of black dots in the water chamber related to a CPAP device's sound abatement foam. The patient also alleged that the lower part of the lungs were collapsed and her finger nail has been turning blue from lack of oxygen, dry mouth, scratchy throat. The patient did not report any medical intervention for the reported events. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The external and internal aspect of the device was inspected and the manufacturer observed evidence of the sound abatement foam degradation/breakdown in the base unit. The minor dust/dirt contamination was also observed on the top and bottom enclosures, blower, front ui panel, rear panel, sd cover flip door. A contaminate consistent with keratin was found on the blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and a small amount dust contamination and keratin contamination was observed and are consistent with being from an external source. Section d8, d9, h2, h3 were updated in this report. Section h6, health effect - clinical code has been corrected and medical device problem code, component code, type of investigation, investigation findings, investigation conclusions has been updated in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.